Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. Evidence of the customer's reported problem regarding error code 10040 was identified in the pump event history log. Furthermore, the pump was displaying an error code "10040" message on power up when a battery is inserted during the investigation. The root cause of the error code issue was unable to be determined. The DHR review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, software applications were reinstalled as a preventative measure and no further corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "error code 10040". No patient involvement was reported.